Event description:
It was reported that during a cadaver lab using the spine guidance 5 software, the navigated instruments were inaccurate.

Manufacturer narrative:
Additional data: d4. Corrected data: h4. H6 codes have been updated to reflect the conclusion of the investigation.

Event description:
No additional information.